Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a social media website that a patient that underwent a gyencological procedure in 2010 and mesh was implanted. The patient experienced pain and had seven removal surgeries. The patient stated she is disabled, can't sit or do much at all. No further information was provided.